Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Patient reported "a few days ago, I started with a very intense pain in one of my breasts and I had to go urgently to be attended, so I had a breast ultrasound and the diagnosis of the same was: right breast implant with capsular rupture and extensive echogenic material inside and an echogenic area with acoustic reinforcement in snowstorm is observed in axillary region compatible with migrated prosthetic material" this is for the right side device. The device remains implanted.